Event description:
It was reported that during a sagittal split ramus osteotomy procedure, that the bur broke off at the head. It was also reported that the surgeon had no concerns about pieces being left behind and the procedure was completed successfully.

Manufacturer narrative:
The evaluation of the burs subject to this MDR is anticipated, but not yet begun. The manufacturing records for this product were reviewed. No issues were identified that may have contributed to the event.